Manufacturer narrative:
The instrument was within quality control specs with respect to controls and reproducibility. Controls were run before and after the incident and recovered within assay limits. Svc was not dispatched for this event. Raw data analysis was conducted. The algorithm worked as expected. The sample pattern was not abnormal enough to trigger the abnormal pattern flag. Root cause was unable to be determined. Product labeling states sickle cell is a known interfering condition. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous low reticulocyte test results were obtained for one pt sample when using the coulter lh 780 hematology analyzer. There were no instrument generated flags with the test results. Erroneous test results were released from the laboratory. Manual reticulocyte counts were performed with higher results obtained. Corrected reports were issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event.